Event description:
Healthcare professional reported "skin flap necrosis and infection occurred after te insertion". Device has been explanted.

Manufacturer narrative:
The events of necrosis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and infection.